Manufacturer narrative:
Concomitant products:d314drg ICD, implanted (B)(6) 2013. The initial reported event of right ventricular (rv) lead fracture was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was fractured. The lead was inactivated and replaced, and later explanted. No patient complications have been reported as a result of this event.